Manufacturer narrative:
Additional information included in b4, h2, h11 corrected section e1 (country type), h6 (type of investigation and investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Approximately 100 syringe units impacted. See enclosed medwatch form section c.

Event description:
Lot: 3052676 catalog: 324919 had to reach out to consumer a second time to confirm product information. When I tried to enter product information under "related" and "case product details", the system did not recognize it. Consumer insist these are the numbers on the box. From: productcomplaints <productcomplaints@bd.com> sent: monday, april 15, 2024 11:38 am to: productcomplaints <productcomplaints@embecta.com sent: sunday, april 14, 2024 9:34 pm to: productcomplaints <productcomplaints@bd.com<mailto:productcomplaints@bd.com>> subject: bd syringe issue hello, I have now had two boxes of bd ultra fine syringes (6mm, 31g, 30 unit capacity) picked up from a canadian pharmacy with a problem with about half to two-thirds of the syringes. The problem is: with a fresh new syringe, I push the plunger up to push out the 1 unit of air, and it also pushes out a drop or two of liquid. Because of this liquid, I've had to discard 1/3 to 1/2 of the syringes in two boxes now. What is the liquid? What's causing this? The lot number of the current box is 3052676. Date of manufacture: 2023-04-02. Please do get back to me with more information about what's going on here. I look forward to hearing from you. Best,